Event description:
Internal fixation plate inserted lt femoral neck in 2004. Pt readmitted 9 mos later with plate fractured at level of bone screw. This occurred spontaneously and without any apparent cause.

Event description:
Add'l info rec'd from MFR 3/9/05: the lot number was not provided on the medwatch report received. A medwatch report has been filed on this incident.